Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 9393008, 510k #k094025 and (B)(4) was approved for sale in the united states. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion (tlif) at l4/5 due to intervertebral foramen stenosis. During the surgery, the cage broke. As the inter-vertebral space was very narrow, the surgeon opened the space using tlif distractor. The surgeon also stated that there was too much graft anteriorly. After the insertion of 8mm trial, the subject device was inserted. It was broken when half way into the vertebral body and the other half was stuck with the inserter. The one in the vertebral body was completely removed. There was a delay of less than 60 minutes as a result of this procedure. Patient complications have been reported as unknown.

Manufacturer narrative:
Product analysis: microscopic examination of the implant displayed a brittle fracture with rays emanating towards the inserter interface, and deformation at the inserter attachment hole. This is consistent with a brittle overload of the implant due to excessive force during implant impaction. Based on the fact that with the increased the trial size no further issues were experienced, these observations suggest that there might have been insufficient distraction or preparation of the disc space prior to attempted insertion of the implant. Product image review: submitted image appears to display fractured and deformed implant. If information is provided in the future, a supplemental report will be issued.